Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, during testing the pulse generator exhibited under sensing. No additional information was available.